Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable result on kinetic uv assay for urea/urea nitrogen (bun) for one patient sample. All results are in mg/dl. The initial result was 27, accompanied by a data flag. This result was reported outside of the laboratory. "The floor" reordered a bun later to check the previous result and it was much higher. The customer reran the original sample on an cobas integra, serial number (B)(4), and the result was 97. The customer called the floor with the corrected result. The patient was not treated because of the low result. There was no adverse event. The lot of r1 bun reagent in use was 66694201, with an expiration date of 10/31/2013. The lot of r2 bun reagent in use was 66686801, with an expiration date of 07/31/2013. The field service representative found a sticky actuator, a small leak and an issue with the gear pump gauge. He replaced all the rinse mechanism tubing, adjusted rinse levels, rebuilt the vacuum pump; replaced a valve, and the gear pump pressure gauge. He adjusted the pressure and flushed all probes and verified their alignment. He performed precision testing. The customer verified calibrations and controls.